Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that event code "16" and the following associated message was displayed to the user on two (2) occasions at 18:11pm on (B)(6) 2021: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 8"; and event code "18" with the following associated message was displayed to the user on five (5) occasions between 23:07pm on (B)(6) 2021 and 12:18pm on (B)(6) 2021 "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 8." Bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 12:18pm on (B)(6) 2021, which is not sufficient time to replace the reagent in this bottle. The station properties for bottle 8 (ethanol) were reset at 12:18pm on (B)(6) 2021, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 8 was to be set to the default value of 100%. The properties of the reagent in bottle 8 prior to these user actions were recorded in the instrument logs as: ethanol concentration=68.6%, cycles=69, cassettes=7757, days=43. Although a user affirmed in the gui that the ethanol concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 12:18pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 68.6%, because bottle 8 was not removed from the instrument for sufficient time to replace the reagent on both occasions. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the quality of processing of patient tissue samples from the "large run" protocol started in retort b at 18:20pm on (B)(6) 2021, the "end of night" protocol started in retort a at 23:14pm on (B)(6) 2021, the "large run" protocol started in retort b at 22:48pm on (B)(6) 2021 and the large run" protocol started in retort a at 22:54pm on (B)(6) 2021 would have been adversely impacted due to the use error when replacing the reagent in bottle 8 (ethanol). This would have been consequent upon either the likely use of the reagent in this bottle for the final dehydration step in the protocols detailed above or reagents contaminated by the prior use of the reagent in bottle 8 (ethanol). The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Investigation of this complaint found that the instrument functioned as designed during execution of the four (4) protocols, which either started or completed between (B)(6) 2021, from which the quality of processing of patient tissue samples would have been adversely impacted the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 12:18pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 8 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
A leica application specialist-trainer received a complaint in relation to peloris ii rapid tissue processor serial number (B)(4), and the following information was documented: "customer reported an incorrect bottle change in the past (date unknown) resulting in underprocessed tissue." On 03 august 2021, the assigned leica application specialist-trainer (fas) visited the laboratory to provide user training. The fas reviewed the instrument logs and documented the following observations: "a log review found a full instrument change on (B)(6) 2021 (excluding paraffin). On (B)(6) 2021 it was observed that bottle 8 ethanol was reset without changing (1401 error station bottle 8 was removed for 6024 ms) leaving approximately 68% ethanol in bottle 8 while being set as 100% in software. This is a likely cause of any underprocessing." From the instrument logs review, the fas determined it is likely that the patient tissue samples exhibiting sub-optimal processing were derived from the following processing runs: the "large run" protocol started at 12:21:55pm on (B)(6) 2021; the "large run" protocol started at 18:20:16pm on (B)(6) 2021; the "end of night" protocol started at 23:14:02pm on (B)(6) 2021; the "large run" protocol started at 22:48:36pm on (B)(6) 2021; and the large run" protocol started at 22:54:29pm on (B)(6) 2021. Both the tissue type and size of the affected tissue samples was not provided. Information as to the final status of the affected patient tissue samples and the patient impact/outcome has not been provided, despite the following requests for this information being made to the complainant by the assigned leica application specialist - core histology: (B)(6) 2021 during site visit; (B)(6) 2021 by email and 13 august 2021 by email. As at 02 september 2021, no adverse impact to a patient(s) has been reported to the manufacturer.